Event description:
It was reported that during a device interrogation following the patient's radiation treatment, an electrical reset was confirmed. The device's parameters were restored and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 407645 implantable pacing lead implanted: 2008 (B)(6); product ID 407652 implantable pacing lead implanted: 2008 (B)(6). (B)(4).